Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
The customer said that the option filter would not deploy. They said that they use the curved pusher.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. Quality engineer and complaint analyst reviewed the sample returned from the customer. The customer returned the delivery catheter sheath, the dilator, and the pusher wire inserted through the cartridge. The filter was found inside the delivery catheter sheath approximately 58.0cm from the hub. Damage to the catheter sheath was also observed. The analyst cut the sheath to remove the filter and remnants of the liner were observed on the hook of the filter. Therefore, this complaint was confirmed. CAPA c-2020-052, investigate root cause and corrective action of this issue.

Event description:
The customer said that the option filter would not deploy. They said that they use the curved pusher.

Manufacturer narrative:
The sample is indicated as returned. As of the date of this report, the sample has not been evaluated. A follow-up report will be provided once the device has been reviewed.

Event description:
The customer said that the option filter would not deploy. They said that they use the curved pusher.